Manufacturer narrative:
The device is not available for analysis. This report is filed february 12, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's rechargeable battery had inflated. The patient has been advised to stop using the battery and it has been requested that the battery be returned to the manufacturer for evaluation. There are no reports of patient injury associated with this issue.